Event description:
Report received of an overdelivery. The customer contact indicated that the event was the result of an operator error in programming the device. In 2004 at 1546, the device was programmed to deliver 20mg of milrinone in 100ml at a rate of 80ml/hr instead of the intended rate of 12.7ml/hr. At 1703 the nurse noted the error because the pump was alarming that the bag was empty. The physician was notified. The reporter did not have details about what interventions took place after the event occurred. It was reported that the patient had "increased blood pressure, heart rate and a headache." There were no reported adverse patient sequelae. Though requested, no additional information was provided.